Manufacturer narrative:
The sample in question has not been returned yet. A message was sent to the reporter to inquire about the sample's return, but conmed has not confirmed whether the sample will be sent in. If the reporter should send in a sample, a follow-up report will be filed to disclose the investigation results. Device hasn't been returned.

Event description:
The end-user had stated that the hand piece had malfunctioned. The distributor had evaluated the suspect device and stated that the hand piece had self-activated.

Manufacturer narrative:
The device in question has not been received. Once the device is evaluated by conmed a follow-up report will be sent. The user-facility had stated that the hand piece had malfunctioned conmed's distributor, (B)(4), had evaluated the device and stated the hand piece had self-activated. There was no injury to the user or patient, but to be consistent and conservative, conmed is filing this event with the FDA.